Manufacturer narrative:
Corrected data: d3 - mfg establishment name. The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected. A functional test was performed and the reported issue was not confirmed. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed accuracy by +11.45 percent. During testing. Status of the product at the time of the event was during testing. There was no patient involvement.